Manufacturer narrative:
Patient weight was not available. A manufacturer representative went to the site to test the equipment. It was reported that the umbilical cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. Manufacture date was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, when the site was taking 2d images a frame rate error occurred. The site rebooted the system several times and tried the footswitch rather than the hand switch with no resolution. The site also restarted the mobile viewing station (mvs) through windows with no resolution. The site aborted the use of navigation. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.